Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used in the stomach during an endoscopic ultrasound procedure performed on (B)(6) 2016, for pancreatic pseudocyst drainage. According to the complainant, during the procedure, as the delivery system was advanced into the scope, the physician felt some friction at the distal end of the scope. The stent was successfully deployed from the delivery system, but the physician noted difficulty removing the delivery system from the scope. Reportedly, the distal end of the delivery system seemed to have gotten caught on the scope elevator and required some force to be removed. This caused the inner shaft to detach from the delivery system. Although no information has been received regarding how the detached portion of the inner shaft of the delivery system was removed, it is likely that the detached component fell into the patient and would have required intervention to be removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A fully deployed hot axios delivery system was received for analysis. The stent was not returned. A visual evaluation of the device noted that the distal end of the outer sheath appeared flattened. Due to this flattening, the distal end outer diameter was above specification along one axis. This damage is consistent with the device getting caught on the endoscope elevator. The polyimide inner shaft was detached and kinked, and the electrocautery wire was broken. The observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used in the stomach during an endoscopic ultrasound procedure performed on (B)(6) 2016, for pancreatic pseudocyst drainage. According to the complainant, during the procedure, as the delivery system was advanced into the scope, the physician felt some friction at the distal end of the scope. The stent was successfully deployed from the delivery system, but the physician noted difficulty removing the delivery system from the scope. Reportedly, the distal end of the delivery system seemed to have gotten caught on the scope elevator and required some force to be removed. This caused the inner shaft to detach from the delivery system. Although no information has been received regarding how the detached portion of the inner shaft of the delivery system was removed, it is likely that the detached component fell into the patient and would have required intervention to be removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.